Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, fluid loss was identified, but the source and location were not determined. Therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not provided. Therefore, 10/01/2023 was used as an approximate date of the event, since it was mentioned that the event occurred six months before the surgery.